Event description:
It was reported that the customer wanted to replace 4 old units with the new ones. The customer mentioned it was because the current units were overheating (going above the max heat setting) and that the cords needed to be wiggled sometimes for the units to work. No patient injury or involvement was reported.

Manufacturer narrative:
UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged to top and bottom enclosure. The technician plugged in line cord, attached hose, and pressed power button. The reported issue could not be duplicated. Actually there was power but the motor activation was intermittent. The root cause of the reported issue was found to be wear and tear from customer use. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.